Event description:
This was a left-sided cardiac lead removal case performed in the operating room with both arterial line placement and fluoroscopy utilization. Indication for this procedure was an acute infection. The pt had two leads (ra&rv) with an implantation time of 8yrs and 3 months prior. The pt's anatomy was tortuous and highly fibrosed. The md prepped both leads with lld-ez and began lasing with 12f sls with the 12f visisheath, up-sizing to the 14f sls with a 14f visisheath and finally the 16f sls with a 16f visisheath. While extracting the rv lead, the pt's arterial blood pressure dropped significantly. The sls/visisheath combination was removed from the pt, the CT surgeon was present and performed a sternotomy within 2-3 mins. There was a rv tear discovered and repaired successfully. The pt was transferred to the ICU and eventually discharged home. No spnc devices were retained for return analysis. An internal lhr review revealed no issues or non-conformances.